Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for one patient sample. The initial result was 1.38 mui/ml and was reported outside the laboratory. The repeat result was 74.60 mui/ml. After recentrifugation, the sample was repeated on (B)(6) 2017. The results were 221.7 mui/ml, 233.2 mui/ml, and 225.5 mui/ml. The customer did not know which result was correct. The patient was not adversely affected. The reagent lot number was 156542 with an expiration date of 09/30/2017. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided preanalytical process found nonconformities to the tube manufacturer's centrifugation recommendations. The provided alarm trace showed sample quality related messages. Based on these findings, poor sample quality was a possible root cause. Another typical cause for this type of event is insufficient maintenance of the analyzer. As qc results were within the specified ranges on the date of the event and calibration signals were within expectations, there was no indication for a reagent issue.